Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported that front teeth no longer overlap as they did before the treatment. Patient saw dentist on (B)(6) 2024, and she mentioned that closing the gap in my bottom teeth might be enough to correct my bite and restore the proper overlap of upper front teeth over lower front teeth. She also noted that the current alignment is problematic, as teeth are hitting directly, which could lead to long-term issues that need to be addressed so this is not an issue with it "feeling off", it is off

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.